Manufacturer narrative:
Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to (B)(4) surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) had a bump on it when iol was inserted. Through follow-up we learned that the lens was removed and replaced after implantation and another dib00 unit was implanted instead during the same procedure without any problems. The patient outcome is unknown. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: february 22, 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half with a detached haptic. The lens was cleaned and no further issues were observed with the lens. Based on the return condition of the lens, no further product evaluation could be performed. Visual inspection under magnification also revealed that the handpiece was received with the plunger rod fully advanced. The cartridge tip could be observed to be cracked. The handpiece was disassembled and inspected. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.